Event description:
It was reported that on (B)(6) 2026, after more than 48 hours of pod wear on the leg, the patient experienced persistent hyperglycemia with reported glucose levels ranging from 500-600 mg/dl for over 24 hours, accompanied by elevated blood ketone levels and feeling unwell. Review of the patient¿s glooko report confirmed that the omnipod 5 system was delivering basal insulin at a rate above the patient¿s adaptive basal rate. It was further reported that the patient received an automated delivery restriction (adr) alert the night prior to the event, prompting a switch to manual mode. The adr is a feature designed to temporarily remove the user from automated mode when blood glucose values are high, low, or missing due to absent sensor readings. The patient administered a bolus dose at approximately midnight on the date of the event and remained in manual mode throughout the night. The patient replaced the pod at approximately 08:00 the following morning; however, blood glucose levels remained elevated, prompting the patient to seek emergency medical attention. The patient was admitted to the hospital and diagnosed with diabetic ketoacidosis. At the time of reporting, the patient was receiving treatment with intravenous fluids and an insulin drip, and a discharge date was not available as the patient remained hospitalized. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.